Event description:
It was reported via repair work order that the lift dropped during use due to a bolt/screw backing out from bottom left pivot point of the front crank weldment. There was patient involvement, but no adverse consequence or clinically relevant delay was reported.